Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance anomaly. This lv lead was replaced with a non-boston scientific lv lead. Other than the procedure, no additional adverse patient effects were reported. At this time this lv lead has not been returned.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.